Event description:
A report was received that the during the trial patient¿s lead pull, the patient experienced bleeding and sharp pain in the shoulder blades and back. The patient experienced atrial fibrillation and was hospitalized. The physician does not suspect device malfunction. The physician administered morphine and fentanyl.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved in the event: model # sc-2316-50e, serial/lot # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the during the trial patient¿s lead pull, the patient experienced bleeding and sharp pain in the shoulder blades and back. The patient experienced atrial fibrillation and was hospitalized. The physician does not suspect device malfunction, and does not feel that the patient¿s symptoms were procedure related. The physician administered morphine and fentanyl